Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). The product will be evaluated by an external contractor. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an orthopedic case, the unit was not reading fluid level appropriately on both cylinders. There was no fluid exposure and no harm to the user/patient. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. It was reported from community memorial hospital that a unit was not reading fluid level appropriately and was not draining cylinder 2 completely. Replite was contacted about the cart and dispatched a service technician to be at the site. The technician arrived at the site and confirmed that the unit would not drain properly, and noted that both level sensors were defective and that the ad value was at 600s. He replaced the cylinder 1 level sensor, the cylinder 2 level sensor and then verified that the cart was functioning as intended. The technician then returned the cart to service without further incident. The device was tested, inspected, and repaired. The root cause for the unit not reading fluid levels appropriately or draining completely on cylinder 2 was due to a defective level sensor. The reported event was confirmed during inspection of the device and the device was noted to be functioning as intended after the level sensor in each cylinder was replaced. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.